Manufacturer narrative:
Based on the current information provided, the cause of the tissue pushout event is unknown. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is obtained. Logs show the sureform 45 curved-tip instrument was installed on the system twice and fired 1 white reload. On the first install, the first clamp was successful, and the firing was completed with no pauses for compression. On the second install, the first clamp was completed. Approximately 8 seconds later the logs show that the e-stop button was pressed from ssc2, likely during a second firing event. The logs do not show an unclamp was attempted prior to pressing the e-stop. There was a successful unclamp about 28 seconds after the e-stop was pressed. There was nothing in the logs to indicate that the clamp or unclamp were not successful and there were no other stapler related errors in the logs. Images and a video clip associated with this reported event were submitted for review and it was confirmed that there were malformed staples and from the video at around 0:13, there was a tissue push out event and it appears the surgeon used a black reload when the event occurred. With this image and video alone, the cause of the issue is undeterminable. There are no system log errors that would have caused or contributed to the reported event. This complaint has been reported due to the following conclusion: a sureform 60 instrument experienced a tissue pushout event while firing a black sureform 60 reload and resulted in an incomplete staple line, which is reported in patient identifier: (B)(6). The surgeon attempted to use the sureform 45 curved-tip instrument and black sureform 45 reload (associated with this complaint) to complete the staple line but experienced another tissue pushout event. After the two tissue pushout events, a third-party stapler was used to complete the staple line. Note: refer to medwatch report (MDR) with patient identifier#: (B)(6) for MDR submission of the event logged against a black sureform 60 reload.

Event description:
It was reported that while using a sureform 60 instrument with a black sureform 60 reload during a da vinci assisted esophagectomy, there was a firing issue resulting in a tissue pushout event. Through follow up with the customer, the following additional information was confirmed or obtained: while stapling across a previous staple line, the tissue was pushed forward, resulting in an incomplete staple line and malformed staples. The tissue was macerated as a result. After the tissue pushout event, completion of the staple line was attempted with a sureform 45 curved tip instrument(installed with a black sureform 45 reload), but it had the same tissue push issue, and the staple line was completed with a third-party stapler. The procedure was completed robotically. The customer stated that the patient did not require a blood transfusion. Per customer, there is a concern for an anastomotic leak.